Event description:
The user facility reported that the doctor had issues with an angio-seal device. The patient was stable, and the procedure outcome was successful. Additional information was received on 18 may 2022: the doctor felt that the collagen was not sealing. The procedure was a heart catheterization procedure. A 6fr procedural sheath was being used. Hemostasis was achieved by manual compression. The estimated blood loss was less than 250cc. Additional information was received 19 may 2022: the device did not pull out.

Manufacturer narrative:
Patient identifier: requested, not provided age & date of birth: requested, not provided patient sex: requested, not provided weight: requested, not provided ethnicity: requested, not provided race: requested, not provided explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update the device availability in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 13 jun 2022: the angio-seal device was implanted.